Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported the patient had full body stiffness and some shocking and pain at the conclusion of CT myelogram performed on (B)(6) 2026. Patient reports that all stimulation to all devices were turned off after the CT myelogram. Patient also reported warmth at the ins site at the conclusion of the CT myelogram. Patient reported possibly sustained damage to the device after CT myelogram was performed on (B)(6) 2026. Patient reported that they had surgery scheduled on (B)(6) 2026 for removal/replacement of lead and battery